Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was provided by an intuitive surgical, inc. (Isi) quality engineer (qe): the probable root cause of the derailed instrument grip cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged grip ring likely causing the grip tips to not open. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. Additional observation(s) : the instrument was found to have a missing washer at the grip ring. The initialization test was bypassed and the jaws opened but did not close. The instrument was found to have a detached backend pulley at proximal end. As a result, the grip cables became derailed. The cables were loosely placed around the clamping pulleys. This caused problems with opening and closing of the jaws. When placed on an in-house system, the instrument passed recognition and engagement tests but failed initialization tests on all attempts. The instrument was found to have errors indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. A hard grip force test was not successfully performed as the jaws were not closing properly. The instrument exhibited imprecise motion during gripping and un-gripping. The probable root cause of the instrument's jaws failed to open was a result of a dislodged grip ring. The cable derailment is caused by a dislodged backend pulley. The probable root cause of a dislodged backend pulley is attributed to component failure. The probable root cause of low torque errors is attributed to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. The probable root cause of imprecise motion on instrument is attributed to a dislodged grip ring causing an issue with gripping and un-gripping.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the vessel sealer extend (vse) instrument was not recognized by the system and was blocked. The instrument was replaced and the procedure was completed with no reported injury.